Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2190 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp2190) have been reported from the same facility.

Event description:
It was report that powerglide pro had already become clogged after staying with the patient for one hour. After removal of the midline, it was noted a narrowing/closure of the lumen of the catheter at +/- 1.5 cm from the distal end of the catheter. This occurred 2 times in 2 independent punctures using the same type of powerglide pro. Customer's comments ((B)(6) 2022): "this certainly affected the patient as a central line had to be placed as an alternative. " this report addresses the second device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2190 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp2190) have been reported from the same facility.

Event description:
It was report that powerglide pro had already become clogged after staying with the patient for one hour. After removal of the midline, it was noted a narrowing/closure of the lumen of the catheter at +/- 1.5 cm from the distal end of the catheter. This occurred 2 times in 2 independent punctures using the same type of powerglide pro. Customer's comments ((B)(6) 2022): "this certainly affected the patient as a central line had to be placed as an alternative. " this report addresses the second device.